Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with an enlarged atrium. A first clip, a mitraclip ntw (51001r2003) was inserted without issues. However, while in the valve, it was observed that one gripper was not lowering. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A second clip, a mitraclip ntw (51001r2016), was then prepared for use. However, during preparation of the second clip, after the first test lock, it was observed that one gripper was not lowering. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was not used and was replaced. A third clip, a mitraclip ntw (50812r1048), was inserted without issues. However, while in the valve, it was observed that one gripper was not lowering. Therefore, the clip was removed and replaced. A fourth clip, a mitraclip xtw, was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. It was noted that the physician was upset. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported difficult single gripper actuation issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.